Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed as a hub separation was observed at the reported leak location. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak was likely due to the noted separation; however, a conclusive cause for the separation cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: guide cath: mach1 6fr jl35, stent: 2.5x33mm ultimaster. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm non-abbott balloon then a 2.5x33mm stent was deployed. The 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion. Air aspiration was attempted and air was observed being pulled into the indeflator. When the nc trek was removed, a leak was noted around the hub. The device was replaced with a non-abbott bdc to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.